Manufacturer narrative:
Additional information received indicated that the patient received tissue plasminogen activator (tpa) four times prior to occlusion and subsequent pump stop; therefore, tpa treatment was deemed unsuccessful. The patient underwent ventricular assist device (vad) exchange on (B)(6) 2017. Of note, the patient did not have a recent illness, such as infection or arrhythmia, prior to this event. The physician reported that the thrombus is not related to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(6). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient presented with "high watt" alarms and signs and symptoms of hemolysis. The site suspected thrombus inside the pump. The patient was initially treated with tissue plasminogen activator (tpa), however, during treatment the patient experienced a "vad stop" alarm. The pump had stopped since the impeller was unable to rotate due to thrombus. The patient reported symptoms of worsening heart failure. The patient was intubated and heart failure medications were started. The site planned to exchange the pump. It was last reported that the patient remains hospitalized in stable condition. Of note, the patient was on anticoagulation medication. The patient's hematocrit setting on the controller was reportedly correct. No further information has been provided.

Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed multiple increases in power consumption starting (B)(6) 2017 up to (B)(6) 2017. 166 high watt alarms have been logged since (B)(6) 2017. 2 vad stopped alarms have been logged on (B)(6) 2017 at 03:05:59 and 03:13:10. 2 controller power-up and associated pump start events have been logged on (B)(6) 2017. Of note, it was reported that the patient received tpa treatment which was unsuccessful; the physicians believed that the pump stopped due to thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. It is likely that the ingested thrombus further led to the vad stop event. If information is provided in the future, a supplemental report will be issued.